Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 3-4. The patient had former mitral valve reconstruction and presented with two mitral jets. One clip was intended to be implanted. After the first two grasps, the strategy changed and two clips were intended to be implanted. The insufficient reduction in mr was due to the pathology of the leaflets and not device related. The third grasp eliminated the medial jet, but a hole in the posterior medial leaflet (pml) appeared that was not noticed before. The physician stated that the likely reason for the hole was the degenerative and pre-operated morphology of the plm. After 40 minutes procedure time, the clip was ready to be deployed. A slow flush of saline was confirmed throughout the procedure. Flush was raised, and the gripper and lock line caps were removed. During deployment of the clip, the ECG showed st-elevation, and blood pressure dropped. Supra was given and afterwards nitroglycerin for compensation. The clip was deployed successfully and the mr grade was reduced to 2-3. After 10 minutes the patient was stable. The physician stated that the most likely reason for the st-elevation was an air embolization, but could also be due to irritation of the conduction system. This was due to the procedure, and not the device. The cause of the potential air embolism is unknown. There was no evidence of thrombus formation prior to the st-elevation and hypotension. A second clip was implanted and the mr was reduced to 1-2. The patient was confirmed to be clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer as the device was not returned for evaluation, analysis of the complaint device could not be performed. There was no reported device malfunction. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of emboli (air), hypotension, and vascular trauma, as listed in the mitraclip system instructions for use, are known possible complications associated with the mitraclip procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.